Event description:
The pt reported that his infusion set tubing was torn at the luer lock. He stated that he started to feel like his blood glucose was running high. He tested his blood glucose and it was 230 mg/dl. His normal range is between 90-120 mg/dl. He then checked his infusion set tubing and found that the outer tubing was torn. The pt reported that he changed his infusion set tubing. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.